Event description:
Customer reports the device will not power up, the screen is blue. No reported pt involvement. The reported condition was duplicated by svc rep, device repaired and proper operation confirmed.